Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface was not firmly fixed when inserted. Another articular surface was used.

Manufacturer narrative:
This report is being amended to reflect changes in sections g4, g7, h2, h3, h6 and h10. Compatibility was reviewed for the components involved with no issues noted. Visual inspection of the returned articular surface identified that the dovetail feature was flared on both sides. Measured dimensions were conforming to print specifications. Review of the device history records identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the articular surface. Reported information states that the surgical technique was followed. Detailed instructions for inserting the articular surface are provided in the surgical tip: articular surface inserter ¿proper technique & use¿ document that was previously sent to the field. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.